Event description:
It was reported that there was high impedance. All contacts were > 40000 ohms. After implantable pulse generator (ipg) replacement, high impedance occurred. A revision was done. The extension was disconnected. After new connection of the extension in the activa-pc-header (ipg-header), all impedances were in normal range. Patient status was alive with no injury or adverse event. There were no patient symptoms or injuries related to this event.

Manufacturer narrative:
(B)(4).